Event description:
A swanson double stemmed great toe implant was used in an implant arthroplasty procedure - cpt: 28293-on this pt's right 1st mpj. Pt had an immediate uneventful post-op course. Three months later, the pt experienced severe pain in the area. Treatment continued for 6 months without improvement. In 2003 a soft tissue mass was excised from the dorsum of the the right 1st mpj. Follow up x-rays showed compression of implant and decrease of the joint space from previous post-op x-rays. Implant was surgically removed in 2003. The implant had a broken hinge. It was broken into two pieces. The implant failed in less than one year from the time of the initial implantation.